Manufacturer narrative:
Hamilton medical ag comes to the conclusion of complaint that: failure mode description: unit alarms with tf243004 after start-up or with buzzer defective. Failure effect: buzzer monitoring system detects no sound from buzzer during start-up. Root cause: defective buzzer (mainboard). Correction: replacement of mainboard solved problem. Conclusion: complaint confirmed. No patient harm/involvement.

Event description:
The following was reported to hamilton medical ag: tf 243004 (buzzer defect at startup) or buzzer defective.

Event description:
The following was reported to hamilton medical ag: tf 243004 (buzzer defect at startup) or buzzer defective.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag over 1 year ago, no attempt will be made to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event during start-up. The root cause was determined to be a defective buzzer. There was no patient or user harm.